Event description:
It was reported that a button was sticking on the customer's insulin pump, which was requiring frequent battery changes. There was also condensation noted inside of the insulin pump. The customer declined to provide a blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.